Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized on (B)(6) 2011. At the time of the report, the customer was not sure if the cause of the hospitalization was due to hypoglycemia or an infection she may have suffered when she injured her foot in a fall. On (B)(6) 2011, the customer called back and reported that she was in the hospital for dialysis and heart problems. The customer stated that she was not in the hospital for any diabetes related reasons. However, it was not confirmed if the customer was still in the hospital from the incident that occurred on (B)(6) 2011, or if this was a separate hospitalization unrelated to the first. Nothing further was reported.